Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. There is a similar model available for sale in the united states epk-i7010-us with a 510k number of k182004. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video processor epk-i7010. In the event reported, it was stated that there was no image and an error code. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint.